Event description:
Customer reported via phone, she was going into surgery and wanted to know if she set up a temporary basal correctly. Customer was advised she did. Follow up call was done and customer reported her blood glucose was about 40 mg/dl when she was waiting for the surgery. Customer drank apple juice to bring up sugar levels. Customer was still at home when low occurred. Customer was having outpatient surgery. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.